Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a microclave® clear neutral connector where the reporter stated that the lipids backed up into medline and created puddle on the floor from microclave connection. They changed microclave three times and the medication continued to leak. It was also stated that they discarded microclave and attached med syringe directly to medline tubing and no leaking was observed. However, there was a potential risk of infection for PICC line. The event occurred at 9:50 am during use on patient. There was patient involvement, no human harm or adverse event and unknown delay in therapy reported.

Manufacturer narrative:
One used list #mc100, microclave¿ connected into one used, extension tubing were returned for evaluation. As received no physical damage or anomalies were observed. The returned sample was tested as re-tested and the microclave by itself as per procedure finding no internal, or external leaks or anomalies after the test. Complaint of leaks cannot be confirmed or replicated. A device history report (DHR) lot #13979409 was reviewed, and no relevant discrepancies, anomalies or nonconformance were identified that might lead the condition reported by the customer.